Manufacturer narrative:
Device evaluation: analysis of the returned device identified to be underweight, have an extended opening on the anterior and red particles. A visual and microscopic analysis was performed which identified wear abrasion, flat creases and a sharp opening on the anterior. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is a sharp opening on anterior due to an unidentified (tear) opening.

Event description:
Medical staff reported a rupture of the left device. The device was explanted. Healthcare professional reported pain.

Manufacturer narrative:
Information contained in this record was previously submitted thru (psr) on (15/apr/2019). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is rupture.

Event description:
Medical staff reported a rupture of the left device. The device was explanted.

Event description:
Healthcare professional reported pain.